Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration (B)(6) 2013 resulting in fixture loss. The patient was prescribed 875mg of augmentin.

Manufacturer narrative:
This report is filed december 11, 2013.